Event description:
It was reported that the patient experienced hypoglycemia that was likely overtreated, followed by sustained hyperglycemia exceeding 400 mg/dl after the caregiver administered subcutaneous insulin and disconnected the ilet pump for approximately two hours; an infusion site failure consistent with scar tissue buildup was also suspected. No adverse clinical symptoms associated with hypoglycemia and subsequent hyperglycemia reported. Outcomes included prolonged elevated glucose levels without hospitalization. Customer care provided support that included clinical consultation and troubleshooting with education provided. Investigation of this case revealed likely contributors of overtreatment of the low glucose event, extended pump suspension during rising glucose, and a failed infusion site consistent with compromised subcutaneous absorption. It was concluded, based on previously established findings for similar reports, that user management of hypoglycemia and infusion site integrity were the primary causes.

Manufacturer narrative:
Initial.